Manufacturer narrative:
This report is submitted on december 21, 2022.

Event description:
Per the clinic, the patient experienced swelling with ulceration over the skin (specific date not reported). Subsequently, the patient was treated with oral and topical medications. The issue resolved.